Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
The foot section of the bed would elevate, but would slowly come back down.

Manufacturer narrative:
Product was returned for evaluation. The return fields in (B)(4) state: beds, mattresses, rails. Motor, not able to duplicate issue. Passed functionality test but not set up to test underload. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the actuator slowly retracting. The actuator was found to be working intermittently, pausing while extending and retracting. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in (B)(4) state: beds, mattresses, rails. Motor, not able to duplicate issue. Passed functionality test but not set up to test underload. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the actuator slowly retracting. The actuator was found to be working intermittently, pausing while extending and retracting. The foot section of the bed would elevate, but would slowly come back down.